Event description:
It was reported that the user experienced intermittent bluetooth connectivity loss between a dexcom g7 sensor and the ilet, after which glucose readings resumed on the ilet without intervention during troubleshooting. Symptoms included no adverse clinical effects and no glucose excursions. Outcomes included no medical treatment, no hospitalization, and no alarms from the ilet. Investigation included remote customer support guidance focused on confirming pairing via the dexcom app and reconnection to the ilet. Investigation of this case revealed a transient communication disruption consistent with signal loss between the cgm transmitter and the ilet, with device function restored and no impact to insulin dosing or glucose values. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication interruption.